Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. During evaluation of the device, it was determined that the reported condition was confirmed. It was further determined that the device had damage consistent with mishandling/misuse of the device by allowing the device to encounter something sharp puncturing hose and creating holes. The assignable root cause was determined to be due to normal wear and improper handling of the device which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the motor device had a hole in the hose. During service and repair, it was determined that the device had holes in the hose, had an e6 (overheat warning) error when plugged into the console and a worn motor. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.